Event description:
Result of "331 mg/dl, 361 mg/dl, 164 mg/dl, 342 mg/dl and 159 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.